Event description:
(B)(6), pharmacist from (B)(6) hospital reported that the patient has been admitted to the hospital, they cannot disclose the reason. Dates of hospitalization are unknown. Unknown if provider is aware. Per their team patient's pump is locked and they cannot get it to unlock. The treprostinil infusion was stopped last night since the pump was locked, unsure if backup is at home, they do not have more tubing, but patient has the ekit with her at the hospital. At this point patient has been off therapy for more that 4 hours. Hospital rph called requesting assistance on how to unlock pump, if they could get more tubing, also there is an order for cassettes scheduled for delivery today which they said the husband can bring to them. No further information, details, or dates available. Serial number: (B)(6). Unknown expiration date. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is not applicable as no pump alarm was reported. Pump return tracking information is not available. Photographs we're not provided. The reported product fault did occur while in use with the patient. Unknown if the product issue caused or contribute to pt or clinical injury. The actual product is available for investigation. The pharmacy did not replace the product. The patient did not have a backup product they were able to switch to. The pt was unable to successfully continue their therapy. Patient's therapy is life-sustaining. The outcome of the event is ongoing.